Event description:
Removal of endosseous dental implant. Implant was placed on 3/21/97 in site #30 (class iii-IV bone) during a routine procedure. The clinician reports that the reason for implant failure was due to bone quality. The implant was removed on 6/23/97 due to implant mobility.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedue. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.